Event description:
Reportedly, after naso trachical suction by respiratory care, tip of suction catheter noted to be split. When checked against another catheter, it was reportedly three inches shorter, an emergent bronch was done and no tubing was found in the lungs or airway. No other medical intervention was required.